Event description:
It was reported that the lead had eroded through the patient's skin. In turn, surgical intervention was undertaken wherein the system was explanted, addressing the issue. Note: investigation did not determine which lead had eroded

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: n/a.